Manufacturer narrative:
As reported in a research article, out of 118 patients implanted with an amplatzer device, 12 were implanted with an amplatzer vascular plug ii. 16 patients of the 118 had a residual shunt afterwards and one patient had heart block. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of complaints data was reviewed on 16 april 2020 as a component of the complaint handling risk review per wi (B)(4). Heart block and residual shunt are consistent with the hazards/harms identified for this product family per amplatzer avpii use fmeca 303790-001 revision b line 2.2.1 and amplatzer avpii design fmeca 300485-001 rev. F line 3.8.1, and no new hazards or harms were identified.

Event description:
It was reported through a research article titled, "transcatheter closure of perimembranous ventricular septal defects using different generations of amplatzer devices: multicenter experience" that 118 patients were implanted with an amplatzer device. The devices implanted were 55 amplatzer duct occluder I, 51 amplatzer duct occluder ii, and 12 amplatzer vascular plug ii, between january 2011 and june 2019. Complications reported included residual shunts in 16 patients. One patient developed transient complete heart block with normalization to sinus rhythm after treatment with steroids. It was not reported what devices what responsible for the complications. Additional information could not be obtained.